Manufacturer narrative:
Analysis results: the root cause of the problem is a software fault in software version v4.0. The investigation concluded that the event may only take place when two samples share the same barcode number and the first one is processed in stat mode (urgent test mode). It is noted that the re-use of sample barcode numbers for different patient samples is not recommended. When this situation happens, the erytra analyzer may unexpectedly assign the first patient demographic data to the results for the second sample tested having the same barcode number. This malfunction occurs because the sample "stat" status is never deleted from the instrument worksheet as it would be expected. It is noted that, when the erytra analyzer tries to assign the demographic data to the re-used sample barcode number, this task cannot be completed because the barcode number already has the demographic data from the previous patient. With the default configuration of the instrument, this event leads to showing a warning indicator of a missing sample to the user. That means that the instrument cannot find the sample and thus the test cannot be performed. In the case of the reported complaint, with the actual instrument configuration, the test is automatically cancelled and the warning is not displayed, as expected. When the operator detects that the test is not started in the instrument, he/she may browse the worksheet to find the barcode of the affected sample and the following scenarios will arise, showing that the sample was not managed as expected: the test profiles associated to the previous sample are shown as "exported" status and will appear purple colored in the worksheet. The new test profiles for the new sample are not queued and will appear white colored in the worksheet, instead of being pink colored as were expected for those queued tests the "stat" status associated to the first processed patient appears in the new sample identification in the worksheet, even if the new sample was not assigned as "stat". On the other hand, by selecting the tube information, the operator can note that the demographic data is incorrect. Up to this point, instead of programming the test manually, the operator must then follow the workaround below to avoid the malfunction that led to this complaint to occur: 1. Go to edit "stats" dialog and set the sample as not "stat" status. 2. Open the sample drawer where the sample tube is placed and remove it from the instrument. 3. Close the sample drawer without the tube and wait until the drawer is identified. 4. Open the sample drawer again and reintroduce the sample tube. 5. Check that the sample is not in "stat" status and is linked to the new patient ID. Corrective actions: the event may only take place when the following chain of events occur: 1) the clinical center re-uses sample barcode numbers, which is not the best recommended practice. 2) two samples with the same barcode number are processed and the first one is processed as stat (urgent test mode). 3) the customer's instrument configuration does not show the "missing sample" warning and the tests are automatically cancelled. 4) the customer performs an unexpected manual test assignment instead of investigating the cause of the impossibility to process the imported test. We consider that the mismatch is easily detectable by the lis, middleware and/or the operator when reviewing the results. In this case, as the middleware does not use the demographics data, the middleware could perfectly associate the test results transmitted from the erytra to the correct patient. Actually the erytra analyzer only needs the sample identification to work as intended. As result it is unlikely that the event leads to the transfusion of the unsuitable blood product and thus no immediate corrective actions are deemed necessary. The software fault is already solved in the next software version 4.1 that will be released within the next days. Additionally, a patch will be made available to those customers with version 4.0 that are reusing barcodes.

Event description:
Event summary: on (B)(6) 2018 the (B)(6) reported to grifols the following issue observed in the erytra fully automated immunohematology analyzer: "the demographic data associated to the sample with barcode (B)(4) is incorrect. The data shown in both erytra screen and report corresponded to the first patient tested". Detailed description: on (B)(6) 2018, the same date the event occurred, the (B)(6) called the field service engineer (fse) of grifols (B)(4) to search for advice. The fse immediately connected remotely to the customer's erytra instrument to investigate the event. Analyzing the audit trails, it was confirmed that the demographic data (patient data) which belonged to the new patient "cb" and transmitted by the middleware was correct, but the returned results by the erytra analyzer instrument to the middleware had the incorrect demographic data which belonged to the first patient (B)(6). This incorrect identification corresponded to the patient processed the month before using the same patient's barcode number (it is noted that lbm xlabs cholet is re-using the sample barcode numbers every month which is not the best recommended practice). On february 23th, 2018 the event was escalated to the manufacturer, diagnostic grifols, (B)(4). An evaluation was performed by the manufacturer confirming that there was a software bug which contributed to this event to occur.